Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient reported that she lost consciousness due to a low bg level (below 50 mg/dl). She fell when this occurred and it resulted in her having been bruised. It was stated that the patient became ¿disconnected¿ from her tandem insulin (presumed to mean the patient¿s cgm became disconnected from her insulin pump). The insulin pump made a beeping sound but did not display any error message. The patient stated that while she was experiencing a low bg level the insulin pump continued with insulin delivery since it was ¿not communicating with the dexcom device¿ (confirming the patient¿s allegation of signal loss). The patient self-treated with ¿honey drop treats¿ and (3) glucoshot drinks. The patient later performed a calibration, which resulted in a ¿high reading¿ (no other specific provided). The patient did not seek any assistance from a higher level of care during this event. There was no documentation of medical intervention. The patient changed her sensor on (B)(6) 2026. The patient was ¿doing well¿ but since she fell she is unsure if she is ¿fully okay¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).